Event description:
During the upper gi endoscopy procedure, cook 6 shooter saeed multi-band ligators were used. As reported on the medwatch report provided by the FDA from the user facility: physician attempted esophageal banding of varices. Upon deploying band, three bands deployed on one varice. Upon a second attempt, two bands deployed on one varice. See MDR 1037905-2014-00087. Another kit was brought into the procedure room. When banding was attempted, bands were flipping back into the barrel. See MDR 1037905-2014-00088. The procedure was then aborted. The doctor notes from the procedure: ..."three bands were successfully placed with complete eradication, resulting in deflation of varices." Impression: "successful variceal band ligation of the 3 largest columns with good decompression... The patient tolerated the procedure fairly well." There were no complications. Please note that kit number 1 and kit number 2 had the same model and identifying numbers. Other than the deployed bands, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use states: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.